Event description:
Customer reported that she had to go to her doctor because she had a immerse infection formed were sensor was removed. Customer stated that she had a large puss bump and it was drained by her doctor. Customer also stated that she had high blood glucose due to steroid injection and antibiotics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.